Manufacturer narrative:
Final device analysis results reveal drug related corrosive environment on gears.

Event description:
The manufacturer's representative reported a roller study was done that demonstrated no movement in the rollers while it was under fluoroscopy. A follow up report will be sent when additional information is received.